Event description:
It was reported that at the time of the implant procedure "the screw was stuck out." A different lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that no further helix testing was possible due to bent helix. If information is provided in the future, a supplemental report will be issued.